Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: when connected to a water source, visual inspection of the returned mr290 chamber revealed no water leak from the bottom of the chamber. It was found that the water leaked at the connection between the spike and the tube of the water feedset. Visual inspection also revealed that the glue was not cured at the water feedset tube-spike connection of the subject chamber. Conclusion: the reported event was likely due to the uncured glue observed at the water feedset tube-spike connection. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."; - "set appropriate ventilator alarms."; - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.".

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water before patient use. There was no patient involvement.